Event description:
It was reported that during the procedure, the fiber was functioning normally at the beginning of the procedure when there was a popping sound and the fiber broke, making it impossible to complete the procedure with that unit. A second fiber was used to finish the case. Information about the patient was not provided.

Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A ship history and device history record (DHR) review could not be performed due to insufficient health care facility (hcf) information. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information provided, the root cause of the reported malfunction cannot be determined due to insufficient evidence. Procedural factors such as physician technique, size and composition of the material being ablated may have contributed; however, without device evaluation, the cause remains unknown. Therefore, unable to exclude device problem is selected as the investigation conclusion code.

Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the procedure, there was an explosion and the device broke. The procedure was completed using a second unit, however, information about the patient was not provided.